Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection procedure, while being applied for the resection of the distal rectum, the stapler able to fire but had poor staple formation, which lead to an incomplete staple line. Also there was a problem unloading the device, wherein the stapler did not perform well, which left an open staple line, reloading was not possible even when it was used/attempted for the second time. Another set of devices were then used in order to complete the staple line and complete the procedure. As a result, surgical time extended for more than 30 minutes because the surgeon had to redo the procedure two (2) times. Procedure was then converted to an open colon lumen, rectum procedure due to the product problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.